Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing resulting in an inappropriate shock as the patient was lifting a wood pallet high above their head. This system was programmed to the secondary vector at the time the shock was delivered. Following the inappropriate shock episode, the estimated battery longevity dropped approximately 25 percent. Device data was sent to engineering for review. Data analysis confirmed the device was prematurely depleting and recommended device replacement. Currently, this system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing resulting in an inappropriate shock as the patient was lifting a wood pallet high above their head. This system was programmed to the secondary vector at the time the shock was delivered. Following the inappropriate shock episode, the estimated battery longevity dropped approximately 25 percent. Device dat was sent to engineering for review. Data analysis confirmed the device was prematurely depleting and recommended device replacement. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing resulting in an inappropriate shock as the patient was lifting a wood pallet high above their head. This system was programmed to the secondary vector at the time the shock was delivered. Following the inappropriate shock episode, the estimated battery longevity dropped approximately 25 percent. Device dat was sent to engineering for review. Data analysis confirmed the device was prematurely depleting and recommended device replacement. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing resulting in an inappropriate shock as the patient was lifting a wood pallet high above their head. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. These findings are in no way associated with the previously reported premature discharge of battery. These analysis results are specifically related to the allegation of inappropriate shock and oversensing.